Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator lock had been broken. A field service engineer diagnosed the issue and found that the smart remote manager was aligned with the hasp flush. The customer confirmed that the refrigerator was functioning properly. Following the diagnosis, it was observed that the smart remote manager and the hasp were mutually reinforcing. The customer attested to the correct operation of the refrigerator. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator had been failed repeatedly, user was unable to recover it, and the lock was broken, and it was not locking. The refrigerator was opening at all times without signing into pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.